Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat superficial femoral artery (sfa) stenosis. During the procedure, however, the catheter became entrapped and was not moving over the non-bsc guidewire. The catheter and wire were removed as a unit. A different device was used to complete the procedure. There were no patient complications reported.